Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that following delivery of an appropriate shock, there was undersensing of fine ventricular fibrillation (vf). After approximately 22 seconds, the rhythm was detected and a shock was delivered and successfully converted the arrhythmia. It was noted the delivered shock impedance was at 114 ohms. Boston scientific technical services (ts) was consulted and suggested an x-ray to evaluate placement of the system. The following day a revision procedure was performed where upon pocket opening a possible infection was noted. Subsequently the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted. No additional adverse patient effects were reported.